Manufacturer narrative:
Product ID 8590-1, lot# n424696, implanted: 2014 (B)(6); product type accessory product ID 8781, serial# (B)(4), implanted: 2014 (B)(6); product type catheter product ID 8781, serial# (B)(4), implanted: 2014 (B)(6); product type catheter. (B)(4).

Event description:
It was reported, it was discovered the patient had a csf leak or the dura was punctured and the day of the report the healthcare provider (hcp) was going in to repair and possibly do a catheter revision. On (B)(6) 2014 it was further reported that the patient¿s blood pressure was too high to proceed to implant. The patient was being rescheduled. The pump was used to deliver morphine. Patient outcome was not reported. Further follow-up was being conducted to obtain information. If further follow-up is received a follow-up report will be sent.